Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The evaluation was unable to reproduce a failed upstream occlusion test. Review of the device history log shows multiple upstream occlusion alarms. Upstream occlusion testing was performed per the spectrum preventive maintenance procedure with the pump performing as expected. The device has been recalibrated to ensure proper occlusion detection.

Event description:
It was reported that a spectrum pump failed an upstream occlusion test. It was also reported that there was no patient involvement.